Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) reported hearing tones from their device. An alert for a high out of range shock impedance measurement was found on the remote monitoring system. The physician elected to continue monitoring the issue with increased frequency of remote interrogations as measurements were historically stable with only the single out-of-range measurement and there was no noise on the corresponding electrogram. No adverse patient effects were reported. This system remains in service.